Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed on 07 october 2019 1 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 may 2017.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12 sep 2018: on (B)(6) 2015 patient underwent an attune right tka. He was manipulated on (B)(6) 2015 for pain and stiffness. He underwent a revision on (B)(6) 2017 for pain, effusions, stiffness, mild instability (noted intraoperatively), and loosening of the tibial tray at the tray to cement interface. Doi: (B)(6) 2015; dor: (B)(6) 2017.